Manufacturer narrative:
(B)(4). Implant date: unknown month and day in 2016. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02758.

Event description:
It was reported that the patient underwent a revision procedure approximately 5 years post implantation due to implant fracture. There was no specific incident that caused the fracture on the trunnion taper junction of the implant. The patient was walking and then all of a sudden his hip just gave way. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, d10, g3, g6, h2, d10: 166066 arcos distal screw ti 5x30mm m 3709228. 166067 arcos distal screw ti 5x35mm m 3655500.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical g04-stem. One unknown ceramic head, stem, and taper were returned and evaluated. Upon visual inspection the stem has fractured inside of the taper with part of the stem remaining inside of the taper. There is also wear to the porous of the stem. The taper has fractured at the junction location with there being some scuffing to the head of the taper. The ceramic head is stuck on the taper with scuffing to the od. The returned device was reviewed with visual examination and optical microscopy using a keyence vhx-2000 digital microscope. There is significant smearing on the fracture surfaces, faint beach marks are visible. Fracture surface artifacts suggest the fatigue failure mode. Complaint history review cannot be performed without product identification. A definitive root cause could not be determined. Event confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10 the event was confirmed with radiographs received. Review of the available records identified the following: fracture of the femoral component of the hardware (at the tried union taper junction of the implant). Slight inferomedial eccentric positioning of the femoral head component. Periprosthetic lucencies surrounding the subtrochanteric femoral component as well as bone resorption, suggesting loosening/infection. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.